Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot 1j503b. She obtained readings as low as 11, 41, and 0 mg/dl. While on the telephone with the rep, the customer opened a new bottle of another co's normal control solution, lot vc046, exp. 3/98. She performed a normal control solution test (shaking the bottle before applying the sample) and obtained a reading of 175 mg/dl. She immediately performed another control solution test and obtained a reading of 200 mg/dl. Also with the rep, the customer opened a new box of test strips, lot 1m5113b. She performed a normal control solution test and obtained a result of 155 mg/dl versus a normal control solution range of 120 - 180 mg/dl. The customer then performed back to back comparison blood glucose tests with the rep. With test strips, lot 1j503b, the result was 38 mg/dl. With test strips, lot 1m5113b, the result was 132 mg/dl. With its second device, lot 701775a, code 11, exp. 1/99, the result was 132 mg/dl, the second test strips were opened within the last two weeks. The code was set correctly for all tests. The desiccant is in the bottle of the first strips. The customer stores the test strips at room temperature in the spare room. The customer performed a check strip test and obtained a result of 78 versus a check strip range of 70-94.